Event description:
While pushing the retracting button for the bd vacutainer (blood collection set) the needle retracted and at the same time the first connection below the butterfly separated and the needle flew and scraped the employee on the neck. Ref number (B)(4), lot number 3218566, expiration date 08/2015.